Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: (B)(6) 2013: revision / explantation zero p; peek, size 5, 2 x size 14 screw, level c4/c5 due to pain. According to surgeon the zero p has been implanted 2 years ago approximately 2011. The cranial screw could have been removed. The caudal screw could not be removed. According to the surgeon a cold welding has occurred between the screw and the zero p device. Therefore the screw could not be removed. The caudal screw has been drilled and tried to be removed according to surgery technique / guide of depuy synthes. This did not work out. The angulation of the conical extraction screw was influenced by the chin of the patient. The surgeon tried to drill the zero p screw device and also tried to remove the screw with the universal screw extraction set of trauma, this was also not successful. Surgeon then implanted on the level above a zero p va and decided to leave the zero p that could not be removed in the patient and that the zero p va will solve the patient issues. Surgeon scheduled another revision surgery for (B)(6) 2013 to remove the zero p implant. This is the first event for this patient. This complaint is on a cervical spine locking screw. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Implanted approximately 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.